Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER) via ambulance and was subsequently hospitalized with a blood glucose (bg) level of 594 mg/dl and moderate ketone levels of 5 mmol/l. Prior to going to the ER, the customer administered a manual insulin injection to address the bg level. In the ER, the customer was treated with intravenous saline and insulin. The customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the pump did not have an active continuous glucose monitor session at the time of the event. System check confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.